Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was foreign matter on the catheter tip. According to the customer reports, the catheter could not be used because a black foreign material was found at its tip.